Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
At this time, the implantable cardioverter defibrillator has not been returned for analysis. This investigation will be updated should the device be returned or if further information is provided.

Event description:
It was reported that pacing impedances on the right ventricular (rv) lead connected to this implantable cardioverter defibrillator had been gradually rising since early (B)(6) 2018. It was also noted that thresholds had risen. When the patient was evaluated, isometrics did not produce any noise. Pacing impedances eventually reached greater than 2000 ohms. The rv lead was surgically abandoned and replaced. This ICD was explanted and replaced due to a therapy upgrade during the same procedure. No additional adverse patient effects were reported.